Manufacturer narrative:
H6: evaluation codes: method: 86 - a lens work order search. Results: 100 : (other) - a visual inspection of the returned lens shows one haptic was torn. A lens work order search was performed and no similar complaints were found within the work order search. Conclusions: 67 - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
Reporter stated the the surgeon was attempting to insert a 13.5 diopter implantable collamer lens model icm120v4 and noticed the injector was tearing the lens haptic. Surgeon discontinued using the lens. There was pt contact but no pt injury.